Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic presented for a routine device changeout procedure, the pulse generator was found to be operating in backup vvi mode. Device restoration was not attempted. The device was explanted and replaced as planned.